Event description:
St. Jude malfunctioning ICD lead. Chest fluoroscopy done on (B)(6) 2013 revealed externalization of conductors at two (2) differenct sites between the proximal and distal coils. Most distal externalization is within 2 cm of the proximal coil.what was the original intended procedure?explantation of the malfunctioning lead.